Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood and contrast in the balloon, hub and lumen. Microscopic inspection of the balloon material and the markerbands found no irregularities or defects. Microscopic inspection of the tip found no irregularities. When an inflation device filled with water was used to inflate the device, water was found to be streaming from the tip and port of the device. Microscopic inspection revealed a perforation in the inner shaft 2mm distal of the proximal markerband. The inner shaft was also found to have damage (flattened) from the distal markerband to the tact weld of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic total occluded (cto) target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 5.0mmx60mmx135cm sterling¿ balloon catheter was advanced to dilate the target lesion. However, on the first inflation, the balloon ruptured when increasing the pressure. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic total occluded (cto) target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 5.0mmx60mmx135cm sterling balloon catheter was advanced to dilate the target lesion. However, on the first inflation, the balloon ruptured when increasing the pressure. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.